Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen or had a device check. Inappropriate therapy was confirmed, root cause rapid atrial fibrillation (af). Atrial sensing turned back on with change in device mode, heart rate settings, left ventricular vector change increasing right ventricular pacing - left ventricular sensing that improved longevity by five months. No phrenic nerve stimulation even when tested at five volts. Post patient atrio ventricular node ablation procedure, lower rate set to 70 beats per minute (bpm), rate response changed to low and activities of daily living rate changed to 100.

Event description:
It was reported that the patient experienced inappropriate therapy from the cardiac resynchronization therapy defibrillator (crt-d) for the detection of supra ventricular tachycardia (svt) that was classified as ventricular fibrillation (vf). It was noted that the right atrial (ra) lead exhibited undersensing resulting in false termination of atrial tachycardia/atrial fibrillation (at/af) detection. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.